Event description:
The technician reported the brakes set but are not holding. No pt injury reported.

Manufacturer narrative:
The technician found the brake caster stems are cracked. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. The technician replaced the brake casters and supports to resolve the issue. Based on this information, no further action is required.